Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm synchroseal instrument jaws would not close completely to allow for removal of the instrument from the trocar. Another synchorseal was opened to replace the defective one. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm synchroseal instrument for failure analysis investigation. The instrument was analyzed and was tested on an in-house system and passed recognition and engagement tests, showing intuitive movement with full range of motion in all directions. The jaws opened and closed properly on multiple attempts, and the instrument attached to and detached from the arm without issues. Additional testing confirmed that the ceramic dot test (9/9 dots) passed. No functional problems were detected during in-house testing. However, further inspection revealed that the main tube was bent near the middle section. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event. Furthermore, the probable root cause of a bent main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.